Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's family that the implantable pulse generator (ipg) system was implanted nine days prior to the patient passing away and that the product did not help the patient.